Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the system generated a low gas pressure alarm. The user attempted to use the manual gas control, but it did not provide any gas flow. The user then quickly switched the gas line over to a portable oxygen tank, which took only 15 seconds. About 10 minutes into the procedure, another system-1 was brought into the operating room and was calibrated and provided gas flow and concentration to the oxygenator for the remainder of the procedure. There was a delay of about 2 minutes in the start of procedure, due to troubleshooting and change over to the portable supply. The case was completed successfully, without harm of the pt. There was no blood loss, as a result of this issue.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.